Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#(B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of an unknown drug (device registry lists the drug as morphine) in an implantable infusion pump for non-malignant pain. The patient thought his previous healthcare provider (hcp) did something to him because he felt sick. It was stated that sometimes when the pump was turned up too much, it put the patient to sleep. No further information was provided. Additional information was requested from the hcp regarding drug information, concomitant drugs, diagnostics/actions/interventions required to resolve the issue, if a cause was determined, and if the issue resolved.